Event description:
A user facility reported aspiration values in the millennium unit are not consistent. Additional information: there was trampolining in the eye during a cataract procedure. An unplanned anterior vitrectomy was performed. The reporter was unable to identify the event that led to the need for the vitrectomy.

Manufacturer narrative:
A b+l service technician inspected the system at the facility. The system was tested in all doctor modes and all reading met specifications. The reported problem could not be confirmed. Report 2 of 2.